Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head and taper adapter showed evidence of fracture and metal transfer. Root cause of the event was most likely attributed to traumatic event experienced by the patient and/or high activity levels, third party debris and implantation angle; however, a conclusive root cause could not be determined. This report is number 2 of 2 MDR's filed for the same patient (reference 3002806535-2015-04049 & 3002806535-2016-00035).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-04049 and 3002806535-2016-00035).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to implant fracture resulting from a patient fall. During the procedure, the femoral head and acetabular liner were removed and replaced. Additional information received from the surgeon noted the fracture of the femoral head could be attributed to trunnionosis.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found no evidence of product non-conformance. During the evaluation, fractures were noted on the femoral head and acetabular liner. A conclusive root cause could not be determined. This report is 2 of 2 MDR's for the same event (reference 3002806535-2015-04049 & -2016-00035).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2015 due to implant fracture resulting from a patient fall. During the procedure, the femoral head and acetabular liner were removed and replaced.